Manufacturer narrative:
(B)(4). The analysis showed that the 6tb45 device was received in good visual condition and with a reload present. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support and firing trigger teeth were found broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, although the device was fired completely, the firing trigger did not return to the home position after the first firing. The operation was finished as-is. There were no adverse consequences for the patient.